Event description:
It was reported that the picture is not coming through. No patient injury was reported. There was no delay and a back up was available.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the picture is not coming through. A visual inspection was performed and showed the scope to have broken lenses with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.